Event description:
The customer reported via phone call that they cannot remove the battery cap off the insulin pump. Customer's blood glucose was 44 mg/dl. Customer had a low battery and was trying to replace the battery. Customer stated that they feel okay. Customer tried to remove the battery cap with a quarter, but they were unable to remove the battery cap. Customer did not have a large, flat-head screwdriver to remove the battery cap. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.